Event description:
During a laparoscopic gastric bypass with roux-en-y procedure, the device delivered an incomplete staple line. The product was converted to open to control bleeding and repair the defect.